Event description:
Complaint description: a hospital risk manager reported that a frail pt sustained perforation of the colon and required emergency surgical consultation and a sigmoid colectomy. The pt was transferred to the critical care department where they are expected to recover.